Event description:
It was reported the customer had a no delivery alarm during a bolus. Customer attempted to change their infusion set, but was stuck on the rewind mode for ten minutes. The customer's blood glucose was 483 mg/dl. Customer attempted to treat their blood glucose with a bolus. Troubleshooting found insulin was able to exit with a five unit fixed prime. Customer stated their cannula was not bent. The customer was advised the alarm may be caused by a site or infusion set occlusion. Advised the customer to change out their infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.